Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was placed at the belt line and was uncomfortable, the patient had to wear their pants down low and when they asked their healthcare provider, it was recommended they move it. They reported they had since gotten a new system and the doctor implanted the new device lower and deeper.